Event description:
The customer alleged that when the patient was transferred from her bed to her manual wheelchair, the left low base of the lift came out completely. The caregiver succeeded in preventing the lift from tipping over and was able to seat the patient in the wheelchair with the help of another caregiver. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The golvo mobile lift in intended to be used for transferring patients (adult or children) between devices (e.g., within the room), floor lifting, horizontal lifting, supporting patient limbs, ambulating patient, bathing patient, toileting patient, weighing patient and transferring patients from car. Intended for use in following environments: health care, intensive care, emergency ward, rehabilitation, habilitation. Site inspection was performed on (B)(6) 2023 where the reported malfunction of the leg detached from the middle beam of the lift was confirmed by the technician. The lift has been removed from service and will be replaced. The cause of the leg to detach from the middle beam of the lift is considered to be due to a broken gear rack. The gear racks are articulation parts and therefore subject to wear and tear. These parts must be checked during preventive maintenance, as their wear depend on the frequency of use. It was additionally noted that the lift is almost 18 years old. The periodic inspection protocol for liko mobile lifts 3en371001 rev 5 (which describes yearly inspections of liko mobile lifts) states under section 4: " inspect the base widening mechanism. Open and close the base to maximum and minimum positions. Make a functional check of the base widening. Make sure all screws and nuts are tightened." The instruction guide for golvo 7007 es, 7en140102 rev 4, states under care and maintenance; "for safe and troublefree operation, a few routine procedures should be performed every day the lift is used. Visually inspect the lift and check for external damage or wear. Test the operation of raising and lowering and the base-width adjustment function." The IFU further states: "a periodic inspection of the lift should be carried out at least once per year." "The product has an expected life time of 10 years when correctly handled, serviced and periodically inspected in accordance with liko¿s instructions." Although there was no patient injury associated with the reported event, the report of the mobile lift leg detaching during patient transfer, could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.